Event description:
When inserting the pediport through the patient's abdominal wall, upon entry to the abdomen a piece of plastic, presumably from the trocar cannula, sheared off the cannula and fell into the abdominal cavity. No additional information available at this time.

Manufacturer narrative:
(B) (4).